Event description:
Event: explant of endograft. Case details: the physician reported the graft was explanted due to limb occlusion resulting in decrease in flow. The graft was found to be filled with old thrombus, which nearly occluded the limb. There was old clot in-growth and no fibrous growth around the graft. Also, found was emboli in a wall stent. During explant, the physician pushed on the graft and the hooks detached easily. Therefore, the graft was easy to remove. The pt is doing fine after the explant procedure.